Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 10k17h25 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported by the consumer and the nurse. The consumer stated that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The nurse stated that the patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The patient was being treated with unknown antibiotics. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was related to dianeal therapy.